Event description:
It was reported that during a pci procedure, the tip of the pt2 guide wire broke. The 85% stenosed lesion was located in a moderately calcified and non-tortuous left anterior descending (lad) coronary artery. The guide wire was manipulated through a metal entry needle. The wire also inserted through a stent. The physician attempted to post dilate a side branch behind the stent but failed to reach the side branch and during pullback, resistance was noted and the distal end (1 cm) of the wire detached. The tip was successfully retrieved with a micro snare. The procedure was not completed due to this event. No patient injuries or complications were reported. Patient status is reported "good".